Manufacturer narrative:
Correction in b5 of initial MDR: b5 of initial report states: patient's device was placed in surgery mode. Corrected to unsure if patient placed their device in surgery mode before their shoulder surgery.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025, wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure where the device was placed in surgery mode, the ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken to address the issue.